Event description:
A disposable specula broke during a pelvic exam. The speculum was removed and then the broken part was removed. Patient was bleeding. The exam was halted.

Manufacturer narrative:
Device is available for evaluation at the customer sight. Evaluation has not been conducted at time of this report.